Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited error code 46440.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. 46440 error code message was found in the pump's event history logs. The error code was cleared and replaced downstream occlusion sensor and bezel. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.